Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 7495-51. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported their manufacturer representative (rep) said their wires needed to be replaced and the "medtronic corporate" says they need a new battery. The patient goes on to say their shoulder was in pain. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID 7495-51, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.